Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The representative reported via phone call that the customer experienced high blood glucose. The representative stated that the cannula was clogging up and the insulin was leaking. The customer's blood glucose was 579 mg/dl at the time of incident. The insulin pump will not be returned for analysis.